Manufacturer narrative:
(B)(4); device was not returned for evaluation. To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis. Additional information: when the device was fired, what was the location of the indicator within the gap setting scale (top/thin, middle/medium, bottom/thick)? The procedure was an anastomosis jejunum- esophagus for gastrectomy. The indicator was green. Was buttressing material utilized? If so, which product? No. Other material was used was the instrument fired across or near an existing staple line or clip? No, terminal end with ¿tabacco pouch with rake¿ how was it confirmed that the device was fully fired (crunch, lever compressed until unable to fire further, etc.)? The instrumentalist had absolute perception of the end of the firing process. Was the target tissue fully cut circumferentially? It. Was cut and sutured only the jejunum; the esophagus didn¿t seem impacted. What was the appearance of the breakaway washer? Na.

Event description:
It was reported that during a colectomy procedure, the stapler only applied one double line of staples. It cut properly, but the distal section was open. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the cdh25a device arrived in good visual condition. Only anvil half washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.